Manufacturer narrative:
(B)(4). If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a reconstitution device was leaking and the medications were being lost. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated. A visual inspection revealed no non-conformities. The device was able to be attached a bag and a vial and perform a test reconstitution. No leaks occurred during testing. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.